Event description:
Customer reported unit alarmed "minimum sys shutdown" during a case. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial info-06/11/98. Confirmation of reportable event-08/06/98.